Event description:
It was reported that the valve was tested and found to be leaking. Upon inspection, it was noted that there was a hole in the valve.

Manufacturer narrative:
(B) (4). The valve was patent and passed siphon, reflux and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.